Manufacturer narrative:
The customer was unable to locate the unit. The alleged issue could not be confirmed as the unit could not be found. The customer was informed to contact the manufacturer is the unit could be located.

Event description:
It was reported by service report that the access door will not remain latched due to damaged side/end rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation conclusion: the parts are on order and the unit will be repaired upon the stryker technician receiving the parts for the repair.

Event description:
It was reported by service report that the access door will not remain latched due to damaged side/end rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.